Manufacturer narrative:
As the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. No product was returned.

Event description:
On (B)(6) 2013, the patient reported that the check button on her infusion device was not functioning properly. The button would not respond when pressed and she had to insert a pen into the button to get it to respond. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The buttons were tested successfully and the functionality fulfills the product specification. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.